Manufacturer narrative:
The reported event of backup mode (bvvi) was confirmed in the lab. The device entered bvvi after two consecutive resets within 32 seconds of each other. The cause of the bvvi operation is consistent with a firmware anomaly involving an integrated circuit. A longevity calculation was performed based on the available programmed parameters and usage information. The actual observed longevity was compared to the estimated longevity and was found to be within the expected limits and is considered normal battery depletion. The device was taken out of bvvi and functionally tested; no anomaly was detected. No other anomalies were detected with device the telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock and patient notifier.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Backup operation was reported on the device. The device was explanted to resolve the event. The patient was stable and will continue to be monitored.